Event description:
It was reported that a flogard infusion pump experienced a low battery alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection, power on self-test and battery testing were performed. The low battery alarm was identified during the alarm log review and battery testing. The cause of the alarm was an inoperative main battery. The battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.